Event description:
Customer's daughter reports strip vial expiration date as 11/30/2008. Batch record verification verifies strip expiration date as 11/30/2006. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.